Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on lvad support and no additional complaints have been received. A correlation between the device and the reported hemolysis events could not be determined through this evaluation. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 months post implant it was reported that the pt had hemolysis parameters. The pt's lactate dehydrogenase (ldh) was elevated to 1375, hematocrit (hct) was 29% and hyperbilirubinaemia was suspected as "t-bill was greater than 2 mg/dl." It was also reported that the pt had a long history of dilated cardiomyopathy (dcm). The hemolysis had resolved but returned again with hematuria. The pt was given argatroban, heparin and aspirin. The inr was reported to be between 2-3 and the pt's ldh started to decrease. An echo ramp showed no abnormalities; however, it was reported that the pt had 3 pi events.